Event description:
Upon spiking the aggrastat bag with primary pump tubing, the IV tubing connected to the burette detached at the bottom of the burette. The spike was withdrawn and new tubing was used without problem. Manufacturer response for IV tubing, smartsite infusion set (per site reporter): arrangements made to send product back to manufacturer for investigation.